Event description:
It was reported that there were cracks near the reservoir window of the customer's insulin pump. The pump was returned. Nothing further reported, no blood glucose values.

Manufacturer narrative:
Findings: broken reservoir tube lip noted. Drive support disk was flush/loose. However, unit passed displacement test, rewind, basic occlusion test, prime/aa33 (compromised force sensor system alarm) test, excessive no delivery alarm test and occlusion test. Unit had minor scratched lcd window, cracked lcd window, cracked case at window display corner, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.